Event description:
It was reported that the customer was receiving a button error alarm on her insulin pump. At the time or reporting her blood glucose level was 107mg/dl. She was advised to revert to her backup plan. The call was disconnected. No equipment is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.